Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer control pcb and station software. A field service engineer replaced drawer control pcb and repaired software via remote support services in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had black screen did not powered on. Everything was plugged in and attached to the fridge. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.